Event description:
It was reported that stent dislodgement occurred. A 4.00 x 24mm synergy shield drug-eluting stent was selected for treatment. Upon removal from the packaging, the physician noted that the stent looked odd and when manipulated, the stent dislodged from the balloon. The procedure was completed with a different device and there were no complications reported.